Event description:
It was reported during a laparoscopic cholecystectomy the pn120 was used to establish pneumoperitoneum. After placement of the trocars and camera it was noted the red indicator was showing and the needle tip was still exposed. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot identification. H6; unable to fully retract automatically. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cannula assembly, n/a; handle/bobbin alignment, good; seal chamber, n/a; stopcock condition, good; stylet/cannula condition, bent/kinked; stylet/needle condition, bent/kinked; tissues between stylet and cannula, no and zone, n/a. Functional tests & reuslts: cannula assembly locks, n/a; and sytlet retracts, does not auto. Return. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that damage to needle/stylet caused the stylet to be unable to fully retract automatically. The instrument was received with the needle/stylet bent and kinked approximately at the midway point along the needle. The instrument was tested and the stylet was observed to retract, but does fully retract due to the damage to the needle/stylet. No conclusion could be reached on how the needle/stylet may have become bent and kinked. Each instrument is evaluated during the assembly process to ensure it functions properly.